Event description:
During the procedure, the cypher stent would not advance over the guidewire. This "lock-up" caused the physician to remove the system and consequently lose wire position in the vessel. The physician used a 6f jl4 medtronic launcher gc, and a 300 atw marker wire. The doctor pre-dilated the left anterior descending (lad) lesion. After pre dilatation they retracted the balloon into gc and exchanged out for a cxs18350. When he started towards the lad, and the cypher onto the atw, before the cypher even entered the gc, it locked up on the wire. They could not advance nor could they retract the delivery system. Finally the entire system was removed from the pt. The wire was discarded. There was no reported pt injury.